Event description:
Clinic notes were received indicating that the vns patient¿s device was malfunctioning. The patient stated that her device was losing effectiveness. She was experiencing an increase in seizures that was below pre-vns baseline levels. The patient had approximately 50 seizures from the beginning of may to her office visit on (B)(6) 2014. The neurologist recently interrogated the patient¿s device and no issues were observed. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
It was reported that the patient underwent replacement surgery. The suspect product has not been received to date. No further relevant information has been received to date.